Event description:
The customer reported that the insulin pump is cracked on the right side. Advised the caller to discontinue use of the device. The customer also mentioned being hospitalized due to low blood glucose. The blood glucose reading at time of call was 210mg/dl. The caller stated that he was treated with juice and peanut butter sandwich and then released. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was returned with scratched around the case and broken battery tube threads. The insulin pump was unable to prime during prime test due to faulty force sensor. Unable to perform basic occlusion, occlusion and excessive no delivery test due to prime/fill anomaly. The insulin pump passed the displacement test. The insulin pump was returned with missing endcap sticker.